Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged a discrepant result for sars-cov-2 generated with the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system compared with the results of another cobas® liat® systems and the biofire. On (B)(6) 2021, the initial patient sample tested with the cobas® liat® system generated sars-cov-2 positive; flu a negative; flu b negative results. The following day, the same sample was repeated as a positive control/correlation test with the same cobas® liat® and with 2 other cobas® liat® systems. The results were negative for all 3 targets with the 2 systems, while one cobas® liat® system generated sars-cov-2 positive; flu a negative; flu b negative. A further test of the same sample was performed with the biofire system, and the result was also negative for all 3 targets. The alleged sample was a nasopharyngeal sample collected in (B)(6), 3 ml. According to the method sheet, the test is intended to be used for the detection of sars-cov-2, influenza a and influenza b rna in nasal and nasopharyngeal swab samples collected in a copan utm-rt system (utm-rt) or bd¿ universal viral transport system (uvt) or thermo fisher¿ scientific remel¿ media, or thomas scientific mantacc¿ premeasured 3 ml 0.9% physiological saline solution. Testing of other sample or media types may lead to inaccurate results. No harm is alleged. An investigation is currently ongoing.

Manufacturer narrative:
A review of the related cases did not indicate a systemic reagent lot issue. The complaint allegation was not observed. (B)(4).